Event description:
We experienced two episodes with defective braun primary IV tubing today in the ICU. The first episode involved the injection port on the primary infusion line closest to the patient. The port was leaking out a significant amount of blood on a critically ill patient. The port was used for injection prior to finding the leak. The second episode was similar, but involved a different patient and the injection port immediately after the pump. Again, the patient was bleeding back and out of that port with a significant amount of blood collected on the floor. Another nurse reported the same type of defect on an IV tubing last week. She saw that the blue stopper did not pop back up after injection.

Event description:
We experienced two episodes with defective braun primary IV tubing today in the ICU. The first episode involved the injection port on the primary infusion line closest to the patient. The port was leaking out a significant amount of blood on a critically ill patient. The port was used for injection prior to finding the leak. The second episode was similar, but involved a different patient and the injection port immediately after the pump. Again, the patient was bleeding back and out of that port with a significant amount of blood collected on the floor. Another nurse reported the same type of defect on an IV tubing last week. She saw that the blue stopper did not pop back up after injection.